Event description:
It was reported that the adjustable pressure limit valve of anesthesia workstation sticks. No more information was available. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the issue has been reproduced during on-site investigation. The apl control assembly has been replaced. The issue has been resolved and the device was delivered to the user in working condition. The apl control assembly has not been returned and device logs have not been received. Depending on if the apl valve is stuck in open or closed position manual (emergency) or automatic ventilation mode will still be possible to use. The apl control assembly is used to adjust the airway pressure level during manual ventilation and it is set/adjusted by the operator. A fault with the apl control assembly will be detected during system checkout and alarms will be activated if the failure occurs during treatment. The device failed to meet its specifications. It is unknown if it has been used at the time of the event. There has been no adverse event sustained as a result of the issue. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).